Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (INS) for urge incontinence and urinary/bowel dysfunction. It was reported that patient representative (caller said they were the patient's provider) reported that probably like 3-4 days ago the patient started having a return of urinary retention symptoms and wanted to increase stimulation. The caller said the patient had been catheterized but had not been urinating on their own. Patient representative said that the patient had increased stimulation yesterday. During call caller connected to patient's implant and patient was on program 2 at .8 mA, patient increased to .9 mA and patient said stimulation sensation was too strong and went down their leg. Caller changed patient to program 3 and increased stimulation to .8mA where patient felt stimulation comfortably in the bicyle seat area. The patient will monitor symptoms and follow up with managing physician as needed. Caller said that patient has a doctor's appointment on Monday. The patient was advised that they could follow up with their health care provider in regards to next steps with symptoms and programming.

Manufacturer narrative:
B3: Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.